Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
Customer reported receiving imprecise readings on their adc meter. The customer reported obtaining readings of 294 mg/dl and 50 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available. Note: the device manufacture date for the meter with (B) (4) is unknown.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.